Event description:
It was reported that approximately within four hours of initiating support with a quadrox-ID oxygenator, droplets of blood were noted exiting the gas exhaust port. The clinicians chose to replace the oxygenator 45 minutes after first noting the blood. The oxygenator change out was accomplished with no effect to the patient. Estimated total fluid loss from the exhaust port was 5 mls. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The lot number of the oxygenator is unknown. A review of the manufacturing records is not possible without the lot number. The customer has indicated the sample is available for investigation but has not yet released the sample. A supplemental medwatch will be submitted if the sample is returned for evaluation or if further information becomes available.